Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and a broken wire was noticed. The device issue did not result in any fragments falling into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.